Event description:
It was reported that during an ercp, endoscope was in the duodenum and sphincterotome was passed down the scope per md. When the sphincterotome came out of scope in the duodenum, the wire was broken. Scope and sphincterotome slowly removed together. Upon going back down with endoscope, no bleeding nor mucosa irritation noted.